Manufacturer narrative:
A2: 18 years of age or older. H3 device evaluated by manufacturer: the device was not returned for analysis. Media was provided that was reviewed by a boston scientific quality engineer. Analysis of the provided media confirms that the 14f isleeve introducer sheath had a part of the tip separated. A fluoroscopy image provided also shows foreign material within the patient's vasculature. Though it could not be verified that the foreign material is the detached piece of the isleeve tip, the shape of the materiel within the patient is consistent with the missing fragment of the isleeve tip.

Event description:
It was reported that a tip detachment occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. An acurate neo2 valve was successfully implanted. Upon removal of the 14f isleeve introducer sheath, the tip of the 14f isleeve introducer sheath appeared chipped. During closure of the femoral artery, angiography images revealed a piece of the 14f isleeve introducer sheath tip remained in the artery. The device fragment was left inside the wall of the artery. The blood flow through the artery was ok. Closure of the femoral artery was performed. No patient complications were reported. The patient is doing fine..

Manufacturer narrative:
18 years of age or older.

Event description:
It was reported that a tip detachment occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. An accurate neo2 valve was successfully implanted. Upon removal of the 14f isleeve introducer sheath, the tip of the 14f isleeve introducer sheath appeared chipped. During closure of the femoral artery, angiography images revealed a piece of the 14f isleeve introducer sheath tip remained in the artery. The device fragment was left inside the wall of the artery. The blood flow through the artery was ok. Closure of the femoral artery was performed. No patient complications were reported. The patient is doing fine.